Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported the patient began feeling chest pains a day after implantation procedure. The patient was presented in clinic for further assessment, upon interrogation, loss of capture and a drop of r-wave amplitudes on the rv lead was noted. Also, perforation and effusion was confirmed. The physician attempted to reposition the lead but was unable to extend the helix after retracting it. The rv lead was explanted and replaced. The patient was stable before, during, and after the procedure.